Event description:
The patient reported that their v-go prescription from the past couple of weeks (exact date unknown) in which four v-go devices did not adhere to their skin and fell off. It was reported that a device sample was available for return to the manufacturer for evaluation. However, to date, the device sample has not been received.

Manufacturer narrative:
Device evaluation: one device was received and evaluated in response to the device fell off complaint. Device #053735-a was evaluated. Due to the condition of the foam pad, the original adhesive properties could not be verified. The complaint about this device cannot be confirmed.